Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and flow rate testing, the flow rate was found to be too high, but the buzzers were working properly. The pump was in good condition with no physical damage, and the tamper seal was missing. The customer problem was duplicated for the flow rate being too high. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative confirmed the expulsor needed to be replaced.

Event description:
It was reported that the pump had a high flow and buzzer defect. This occurred during a functional test in the workshop and there was no patient involvement.